Manufacturer narrative:
The initial MDR report the unique identifier (UDI#) was listed as n/a (not applicable). In this report it has been corrected to (B)(4). The UDI number is unknown because the lot number of the device is unknown/not provided. The concomitant product femtosecond laser system (ifs) was checked by the abbott field service specialist (fss). Fss was unable to pinpoint any specific system issues that could cause suction breaks. Fss verified that there is no chair creeping issue in either the locked star nor locked ifs position at both right eye (od) and left eye (os) positions and at the focal plane of both systems. Fss verified that ifs chassis and specifically the delivery system is level and that there is no sag towards the objective end. The system met abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The concomitant device ifs (femtosecond laser) was inspected by the abbott field service specialist (fss) while he was at the customer site and the fss was unable to pinpoint any specific system issues that could cause suction break. Fss verified that there is no "chair creep" in either the locked star nor locked ifs position at both right eye (od) and left eye (os) positions and at the focal plane of both systems. Fss verified that ifs chassis and specifically the delivery system is level and that there is no sag towards the objective end. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery, less than seven (7) seconds into treatment with an intralase patient interface (pi) after the laser fired. The treatment was completed successfully by retreating without re-cutting pocket and no adverse outcome/patient injury was reported. There was no patient treatments delayed or cancelled.